Event description:
Additional information was received indicating no patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections b5, d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is completed based on the evaluation of the returned diathermy probe documented below. The returned instrument was received in the pouch with the sticker label showing the batch information and with a plastic tubing put on the tip for protection. The instrument was visually inspected and showed no evident abnormality. The electrical resistance measurements indicate that there was insufficient contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening the instrument. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. The root cause cannot be identified conclusively, as the tyvek pouch was opened by the customer, the product was handled. The chain of events that led to the reported malfunction can therefore no longer be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during vitrectomy surgery an ophthalmic probe had no response with the electrocoagulation. The surgery was completed on the same day after replacing the probe. The patient impact has not been reported.